Event description:
Customer alleges back to back blood sugars of 263 mg/dl to 106 mg/dl on her advantage system. She went to the hosp and was tested at 107 mg/dl 15 minutes after obtaining 106 mg/dl. No treatment received at the hosp. Requested return of suspect device and replacement sent.